Event description:
The clinician reports that the day the implant was placed in ada 29, failure occurred upon insertion. Details of surgery: primary stability not achieved and nerve encroachment. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.